Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2008, the patient presented with lumbar radiculopathy, low back pain, prior lumbar fusion l4-5, l5-s1. She had a clinical history of intractable low back pain and lumbar radiculopathy, severe spinal stenosis at l3-4. Indications were of decompression, extension of the fusion, reexploration of the fusion and decompression of the nerve roots. She underwent the following procedures: for lateral transfacet foraminal decompression of the l3 nerve root. Transfacet extraforaminal decompression of the l4 nerve root. Reexploration of the left l4-5 interspace and nerve root. Reexploration of the left l5-s1 interspace and nerve root. Reexploration of the right l4-5 interspace and nerve root. Reexploration of the right l5-s1 interspace and nerve root. Removal of posterior segmental hardware at l4. (Hardware at l5 and s1 was left intact.) Exploration and evaluation of the fusion of l4 and l5-s1. Posterolateral arthrodesis at l3-4. Posterior interbody arthrodesis at l3-4. Placement of intervertebral biomechanical device at l3-4 using the vertebral interbody system 8x10x22 mm at l3-4 bilaterally. Placement of posterior segment instrumentation at l3-4 using malleable implant system using 6.5mm x 45mm screws at l3, 8.5 x 50 mm screws at l4, and a 40 mm rod on the left side, 60 mm rod on the right side and 4 locking caps. Preoperative planning and use of spinal neuro-navigation. Use of fluoroscopy throughout the procedure. Five hours of intraoperative neurophysiologic monitoring. Nerve interface testing for nerve roots l3 and l4 bilaterally. Implantation of a lumbar epidural catheter for postoperative infusion of duramorph. Per op notes, on exploration of the fusion, it was found that the fusion was solid for levels l4-5 and l5-s1. To make sure that the nerve roots were decompressed, reexploration laminectomy at left l4-5 was done to decompress the nerve root. Similarly, reexploration of the right l4-5 nerve root and the right l5-s1 was done. Then, the posterior interbody interspace at l3-4 was addressed. At l3-4, an 8x10 mm biomechanical device was placed. The device was placed with bmp, local autograft into the interspace. No patient complications was reported. Postoperatively patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.